Event description:
It was reported that the device experienced an electrical reset. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters: por for memory test, addr=3651, data=41 on (B)(6) 2012 05:06:08. Patient alert for por on (B)(6) 2012 05:06:08.